Event description:
The patient reported the insulin infusion set tubing became disconnected from his infusion device. He stated he had changed the tubing the night before and made sure "it was screwed in all the way." He stated that during the day he had given himself several boluses but had not checked his infusion set. He said when he did check his infusion set and saw the tubing was unscrewed from the adapter, he tested his blood glucose and it was 170 mg/dl and then 180 mg/dl. He stated the tubing was not broken and he was able to screw the tubing onto the adapter without difficulty. He stated he had no symptoms and corrected his readings by bolusing insulin through his infusion device. During troubleshooting, the patient stated he had changed his cartridge approximately 50 times but had never changed his adapter. The patient was advised to change his adapter every 10th cartridge change as recommended. He stated he had not changed his battery cover either. Complimentary battery covers and adapters were sent to the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.